Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the epicardial right ventricular (rv) lead exhibited loss of capture and rise in impedance. The patient was hospitalized for medical observation and became deceased. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.